Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is also one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00162 and 3003742446-2012-00163.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) male with medical history including hypertension, history of myocardial infarction, history of diabetes mellitus (type ii), history of removal kidney stones, history of gross hematuria and history of enlarged prostate. Pci was performed on a 99% de novo lesion in the proximal circumflex of 13mm in length in a 2.5mm vessel diameter. The lesion was classified as type c. The lesion was pre-dilated 2.5x15mm balloon catheter at 10 atm before a 2.5x13mm cypher rx stent was deployed at 11 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the ramus of 10mm in length in a 2.75mm vessel diameter. The lesion was classified as b2. Pre-dilation was conducted with a 2.5x15mm balloon at 14 atm before a 2.75x13mm cypher rx stent was deployed at 12 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Post-procedure, on (B)(6) 2010 at 02:00, the ck was not tested, the ckmb was 1.6 (nl 5, ratio <1) and the troponin was 0.05 (nl 0.01, ratio 5). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural complications and the patient was discharged 9 days later. The reason for the delay in discharge is not indicated. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00162 and 3003742446-2012-00163.

Event description:
The report received from the clinical events committee (cec) for the cypress study indicated that the patient had a peri-procedural pci event, classified as an mi. Pci was performed on a 99% de novo lesion in the proximal circumflex of 13mm in length in a 2.5mm vessel diameter. The lesion was classified as type c. The lesion was pre-dilated 2.5x15mm balloon catheter at 10 atm before a 2.5x13mm cypher rx stent was deployed at 11 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the ramus of 10mm in length in a 2.75mm vessel diameter. The lesion was classified as b2. Pre-dilation was conducted with a 2.5x15mm balloon at 14 atm before a 2.75x13mm cypher rx stent was deployed at 12 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged 9 days later. The reason for the delay in discharge is not indicated.